Manufacturer narrative:
The suspect device was not returned for investigation. Log file trend analysis shows that there was no visible sign of problems with the machine at the time of event. After reaching out with customer for further event details, none in the hospital can update the reason why there was a need to transfer the patient to another ventilator. In conclusion, no device failure was detected.

Manufacturer narrative:
At this time, the suspect device has not been return for investigation. Log file was requested from the customer for analysis. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that bellavista 1000e suddenly stopped ventilating while connected on a patient. The customer stated that the device alarm occlusion and disconnection. The patient heavily desaturated and was removed from the device and provided positive pressure ventilation via bag mask valve. The patient's symptoms improved. The clinician perform a system circuit test and the device passed all the calibrations. When they connected the device on a patient, the same issues reoccurred.